Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that the surgeon reported following the implant (unknown period of time) of this bioprosthetic valve, the patient experienced metabolic acidosis and died. No further information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.